Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Device product code: htx.

Event description:
It was reported the pituitary rongeur broke during case while surgeon was doing his diskectomy. The top piece of the pituitary broke off while he was taking a bite of disc material. The piece had to be fished out of the patients disc space with long forceps. The piece was successfully retrieved with no harm to the patient. There was a five minute surgical delay. The alternate rongeur in the tray was used for the remainder of the case.

Manufacturer narrative:
No patient/user injury or adverse event associated with this report. The returned rongeur was examined. The tip was found to have fractured off; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. Although a definitive cause cannot be determined, the event may be attributed to instrument wear from use over time.